Event description:
Reportedly, on 18-march-2025, the tablet become nonfunctionnal during a session. The user interface do not work.

Manufacturer narrative:
- Analysis on the provided files show that the tablet got restarted twice. Once after that an alizea session did not end properly. In this session, a pop-up has not been confirmed by the user. Then, after that a reply session did not end properly. In this session, two pop-up were not confirmed by the user. - the reported issue may have been caused by a pop-up and/or programming menus and/or dropdown list that are not visible by the user. Therefore, the user is not able to choose/click on the appropriate answer/parameter and this explains the reported freeze. - updating the smartview version to 3.18 will solve the issue on this tablet. - the most probable hypothesis is a programmer software issue. - the complaint is recorded for trending purposes.

Manufacturer narrative:
Analysis of the provided files is still ongoing; results are not available.

Event description:
Reportedly, on (B)(6) 2025, the tablet become nonfunctionnal during a session. The user interface do not work.